Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that patient was scheduled to see her physician last week from this report to address the issues. Rep is not aware what was found or what is causing the issues. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of a burning sensation in their legs when their stimulator was turned on. The sensation was irritating and took about 12 hours to dissipate after turning the device off. They had some numbness in their feet when the device was turned on as well- when the device was turned off for 12 hours the numbness was relieved. The patient's impedances were normal and their stimulation pattern covered the areas where the patient had pain and felt comfortable. The patient was told to contact their physician to make an appointment that the representative would attend to check the system again. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.